Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an insulin drip on an ICU patient, which had been programmed in guardrails in the critical care profile, had been titrated down at 0100 to 2 units/hr for a fingerstick blood sugar of 171. Approximately 20 minutes later the device alarmed for ail, and the insulin bag was found to be empty; the customer calculates that this means that 67 units of regular insulin infused in that time frame. When reviewing settings it was found that the device was programmed as a basic infusion at 177 ml/hr, and 2.6 ml remained to be infused. A fingerstick blood sugar done at that time was 158, and the device was taken out of service. The physician was notified and every 15 minute fingersticks were done; the blood sugar was down to 95 at 0154, and was 81 by lab draw at that time. The patient was given one amp of d-50 and 40 meq kcl IV, and two glasses of orange juice po. The patient remained stable with no further intervention.

Manufacturer narrative:
The customer¿s report of an insulin overinfusion was confirmed in the pcu event log. The pcu event log shows that at 9:16 pm on (B)(6) 2015 the pump module was programmed to run a basic infusion at 999ml/hr with a vtbi of 5ml. At 9:16 pm, the primary infusion completed and the device transitioned to kvo. The rate was then changed to 8ml/hr and the vtbi to 80ml. At 10:12 pm, the rate was changed to 6ml/hr. At 11:09 pm, the rate was changed to 4ml/hr. At 1:15 am on (B)(6) 2015, the rate was changed to 177ml/hr. Approximately 20 minutes later the device alarmed for air-in-line, followed one minute late by the device being channeled off. The volume recorded as being infused during this time was 82.454ml. Functional testing found the pump module to be delivering fluid within specification. The root cause of the insulin overinfusion was identified as user programming. The log showed that after changing the rate to 8ml/hr with a vtbi of 80 ml the rate was titrated down to 6ml/hr and then 4ml/hr. The user then changed the rate to 177ml/hr, which ran for 20 minutes before alarming for air-in-line.